Event description:
Pacemaker quit functioning 11/96. It was implanted in 2/92 and had a 5 yr warranty. Unit was found to be operating at 85% efficiency when tested 10/96. MFR told md that a safety alert wsa issued on this model of pacemaker 10/93. Pt reports that on sunday 11/24/96, while completing his daily walk, his pacemaker suddenly failed, causing him to nearly fall. Pulse was 40. Pt was sent by ambulance to a facility. A check of the pacemaker while in the hosp on monday 11/25/96, indicated that it had malfunctioned and was "dead". Pulse at this time was 36/min. Because pt had been on a coumadin regimen since the implantation, surgery had to be delayed until tues 11/26/96 while vitamin k was administered. On tuesday, 11/26/96 pt had surgery to remove the telectronic unit and implant a new pacemaker unit.